Manufacturer narrative:
The investigation for the reported hemorrhage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemorrhage could not be determined.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had an impella 5.5 placed in (B)(6) 2025 for a patient admitted in for a planned surgery for coronary artery bypass graft and mitral regurgitation. The patient was enrolled in an impact study and was supported for just under six days til wean and explant. The impact team in (B)(6) 2025 notified the complaints team of an adverse event during the support. Bleeding from the graft site for the impella delivery was deemed a ¿definite¿ relationship and was noted to be a major bleed that required surgical intervention. The patient was stable post issue.